Manufacturer narrative:
The manufacturer technical support engineer (tse) troubleshoot the issue with the user facility over the phone. The tse recommended replacing the graphic user interface (gui) display. Covidien was not authorized to service device. (B)(4).

Event description:
A report received from the USA that an 840 ventilator had an erratic gui display with lines across the top of the display. Device was not being used on a patient when event occurred.